Event description:
T was observed during the device evaluation that the colonovideoscope exhibited a noisy image issue. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. However, based on the results of the investigation, it is likely that the corrosion on the electrical connector contributed to the noisy image issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.